Manufacturer narrative:
The investigation for the reported display issue has been completed. The product was returned, and the issue was confirmed. Data analysis: relevant logs are unavailable due to the failure of the 4-in-1. Imclog server was unresponsive in console failed state. Device analysis: complaint cause was reproduced and console booted into failed state. In failed state, the console seemed on, however the screen was completely blank. Console interior was inspected and connections were verified. Voltage measurements were taken from the pbm to the epc and the pbm voltage supply is valid, epc likely malfunctioning. Per the results of the clinical review and investigation, the root cause was determined to be due to the 4-in-1. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility¿s biomedical engineer reported for an automated impella controller (aic) that during preventive maintenance the display failed. There was no patient involvement.